Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra stent was used during a ureteral stent implantation procedure performed on (B)(6) 2016. According to the complainant during withdrawal of the implanted polaris¿ ultra stent for replacement, removal was difficult. The stent had been implanted for almost three months, and was scheduled to be removed. The pigtail at the kidney side of the polaris¿ ultra stent was bent and caught in the urinary duct. A guide wire was inserted but was unable to advance to the kidney since it curled where the stent was bent. The guide wire failed to straighten the stent. Both the stent and the guide wire were removed from the patient, and the procedure was completed using another polaris¿ ultra stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual analysis of the returned device found the stent kinked at the renal pigtail. Functional analysis was performed, a mandrel 0.038 inches was inserted through the stent, it passed properly without resistance. Manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. Most likely, due to the anatomical and procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause for this complaint is operational context. The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was used during a ureteral stent implantation procedure performed on (B)(6) 2016. According to the complainant during withdrawal of the implanted polaris ultra stent for replacement, removal was difficult. The stent had been implanted for almost three months, and was scheduled to be removed. The pigtail at the kidney side of the polaris ultra stent was bent and caught in the urinary duct. A guide wire was inserted but was unable to advance to the kidney since it curled where the stent was bent. The guide wire failed to straighten the stent. Both the stent and the guide wire were removed from the patient, and the procedure was completed using another polaris ultra stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received, bsc (B)(4) on 27apr2016: the stent was implanted approximately (B)(6) 2016. The stent got stuck during the planned removal procedure on (B)(6) 2016. They were able to remove the stent after the several attempts to remove it from the patient.